Event description:
Event description guidant received information that a wound revision procedure was performed due to a suspected infection. Upon opening the pacemaker pocket, it was noted that the header of this pacemaker was not attached to the pacemaker can, and therefore, the device was explanted.